Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The insulin pump had no button response due to corroded keypad traces. The device had minor scratched display window, cracked battery tube threads, broken reservoir tube lip and a missing reservoir tube o-ring. The unit powered up properly, listing the software version and then displaying the home screen. Used a test keypad, unit responded properly to button presses. The time advanced properly during testing. No frozen screen noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm. The customer could not recall any significant events leading to the alarm. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.